Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and tested on a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them.prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r93m6e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, 3 devices from the same lot had the same issue: the white pad came off the clamp. Each pad has been retrieved. No patient consequence reported.